Manufacturer narrative:
An ocd field engineer (fe) visited the site and found that the probe was bent. The pressure in the fluidics system was set too high, and the io board was damaged due to a short in a pump. The fe replaced the probe, replaced the wash station assembly, replaced the faulty pump, replaced the io board, and replaced the regulator assembly, returning the analyzer to expected operation.

Event description:
The customer observed droplets of fluid on the foil of the mts gel cards on the ortho provue analyzer. Fluid on top of the gel card foil can lead to carry over and/or cross contamination, which can lead to erroneous test results and transfusion of incompatible blood. The customer detected the issue, aborted the run, and prevented the possibility of erroneous results from being reported.